Event description:
Caller reported a cgm error, identified as error 42, related to their g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on performing a complete pump reset and assisted the caller with the process. Following the reset, the pump no longer displayed the cgm error code, and the caller successfully initiated their sensor session.